Event description:
It was reported that the leads had "crinkled". There was no known accident or incident related to the event. The doctor was not sure why the leads moved. The pt was supposed to have had a revision the week of the report, but was staying out of town for several months and looking for a doctor in their current location. No pt symptoms were reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).